Event description:
We have purchased 160 new pumps from hospira. We have difficulty with 116 of those pumps; 44% of those pumps have had battery issues, 23% have been issues regarding valves. We are aware of 3 current recalls with these pumps. We have sent a total of 12 pumps back to hospira. We have tried to work through the customer service but haven't had any success.